Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned and analyzed with no anomalies found. Performance data was collected from the device and analyzed. Analysis revealed the pacing impedance was steady at about 346 ohms through (B)(6) 2016 and then rose to 855 ohms by (B)(6) 2016. Non-physiologic oversensing was also occurring.

Event description:
It was reported that the right ventricular lead was possibly fractured and had high and unstable impedance, which triggered two alerts. Occasional short interval counts were also noted. It was also reported that the lead dislodged. The lead was partially explanted, capped, and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.